Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 119mg/dl and the sensor glucose was 78 mg/dl at the time of the incident. The customer reports the last couple days the pump is suspending and blood glucose levels have been fine especially during the night. The customer says sensor glucose verses blood glucose sensor difference started since day three. The customer turns the sensor on and off and the arrows show down, but the blood sugar level will be 120 mg/dl. Troubleshooting was completed and found the sensor cannula was bent. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.